Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there were white particulates found in the gas delivery subsystem tubing. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there were particulates found on the internal tubing. The stated that the particulates could be water that got into the device via of a humidifier and dried as a calcium deposit. The rse stated that a field service engineer (fse) would be sent to the site with the parts to replace the affected parts that have the white particulates and send the affected parts to be investigated for what is in the tubing and anything else affected. The field service engineer (fse) conducted onsite service on 12/29/2022. The fse first replaced the gas delivery system, and then replaced the tygon tubing of the rp tubing kit due to the white debris shown within tube. The suspected tube was boxed for return and marked as faulty. No other parts were replaced due to no other signs of suspected interior debris collection. The device was still not passing preventative maintenance conditions as the base casing part had not been provided. The system leak test would also still fail as the nipple seal was lost. The device battery was disconnected in the event of device return to a bench. The customer was informed of the actions. The remote service engineer (rse) stated that the device would be sent in for bench repair to replace the v60 base assembly and v60 proximal port to pass the system leak test.

Manufacturer narrative:
H10: in bench service completed on 04/04/2023, it was stated by the bench service engineer (bse) that the performance test did not cycle between inspiratory positive airway pressure (ipap) and positive airway pressure (epap) correctly. This confirmed the need to replace the gas delivery system (gds) again. In bench service completed on 04/13/2023, the bse replaced the gas delivery system (gds) and confirmed that the device passed a full performance verification. The investigation is ongoing.

Manufacturer narrative:
H10: a good faith effort (gfe) response from the bench service engineer (bse) was received on 24apr2023. It stated that the front panel which was believed to have been a possible cause of the white particulates was replaced successfully. The gfe response also confirmed that a second gds replacement was required. As previously stated, the gds was replaced again, and the device then passed a full performance verification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17817.

Manufacturer narrative:
H10: bench service completed on 02/22/2023 replaced the gas delivery system (gds) and blower. The device failed the system leak test. The white nylon barbed fitting was found to be loose and the thread seemed to be damaged. The bench service engineer (bse) believed that this could be the "white particulates" found in the tubing. The bse determined that a front panel assembly needed to be ordered. The investigation is ongoing. H11:updated contact information, contact office entity, and manufacturing site.